Event description:
It was reported that during there was a large resistance to the delivery of the pipeline embolization device in the phenom 27 microcatheter. The stent tip could not be opened after being pushed out, despite repeated attempts. The patient was undergoing a dense mesh stent implantation procedure for an unruptured, saccular right ophthalmic artery aneurysm with a maximum and neck diameter of 4mm. The procedure involved accessing the femoral artery, which had a diameter of 7mm, and the vessel tortuosity was noted as normal. Dual antiplatelet treatment was administered, although the platelet reactivity unit level was unknown. The stent was eventually explanted and replaced by a medtronic product. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s, (lot: 227203546); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. The pipeline flex pushwire was not returned. Damaged location details: the pipeline flex braid¿s distal and proximal ends are opened and frayed, and its middle part was opened and damaged. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the returned pipeline flex braid¿s distal was opened and frayed, as was the proximal end. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported normal vessel tortuosity, and the braid was not placed in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to re-sheathing more than two times, over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the middle of the cathetet. There was no damage to the pushwire or catheter observed. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Steps such as retrieving and pushing and pulling attempt to open the pipeline. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.